Event description:
After completion of alimta (chemotherapy) infusion, the pt went to restroom and returned asking if it was normal to experience some discomfort in his right chest/shoulder area. Upon pulling his shirt and visually inspecting the chest wall where port-a-cath was located, significant swelling was noted around the medi port site. Extravasation suspected. Aspirated 20 ml of bloody serosanguineous fluid. Aprn notified, arrived to see pt. Received order for x-ray and pt taken down for port-o-gram. Port-a-cath had separated tubing from the hub and had infiltrated into the pt's chest wall. The pt was taken to outpatient surgery that same day and the port-a-cath on the right side was removed and a new port-a-cath placed in the left chest wall. Extravasation of contrast used to evaluate the port was seen on images. Suspected disconnection of the port tubing from the port hub. FDA safety report ID# (B)(4).